Event description:
The customer reports imprecision when testing patient samples with the architect ipth assay on an architect i2000sr analyzer. The following examples were provided by the customer (all test results were generated in 2014; the unit of measure used by the customer is pg/ml): patient 1: (B)(6) = 325; (B)(6) = 122; (B)(6) = 1659; (B)(6) = 71.2; and, (B)(6) = 669. Patient 2: (B)(6) = 530; (B)(6) = 1038; (B)(6) = 47.3; (B)(6) = 41.9; and, (B)(6) = 953. Controls have been within specifications on all runs. There is no reported adverse impact to patient care due to this issue. The customer indicated they were using lot numbers 02214b00 (list number 08k25-25), 01813i000 (list number 08k25-20) and 02213k000 (list number 08k25-20) during the timeframe of this event. It is unknown which lot generated the discrepant results.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. The customer indicated they were using lot numbers 02214b00 (list number 08k25-25), 01813i000 (list number 08k25-20) and 02213k000 (list number 08k25-20) during the timeframe of this event. It is unknown which lot generated the discrepant results. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing and a review of labeling. Accuracy testing was performed across three isystems analyzers in both routine and stat modes of operations using in-house retained samples of the reagent lot being evaluated. Three levels of non-abbott control samples were tested. All results met specifications, indicating acceptable regent lot performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site, it was determined that the architect ipth assay is performing as intended and no malfunction was identified.